Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was caught in the seal loader, so the loading did not work normally and only the delivery device handle came out. The surgery was successfully completed using the same new product. There were no harm to the patient.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4) updated section: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 12/17/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was observed outside the loading device with the white plunger not depressed. The blue safety lock was not observed in the photograph. The seal and tension spring assembly was not in the photograph. There were no visual defects observed on the aortic cutter. An investigation was conducted on 01/03/2023. Only the loading device and the aortic cutter was returned for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the aortic cutter. There were no visual defects observed on the loading device. The seal and tension spring assembly was not returned for evaluation. Based on the photographic inspection as well as the evaluation results, the reported failure "fitting problem" was not confirmed due to the incomplete device return. The lot # 3000251832 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.